Event description:
The rotator on the high pressure tubing broke during injection of contrast media. The complainant reported that this happened repeatedly but did not provide details about quantity or the events.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.